Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the clip became caught on the leaflet and caused tissue damage requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system was implanted on the leaflets and mr was reduced to 2+. The second clip delivery system (cds 60524u158) was advanced to the mitral valve. The cds with the closed clip became stuck underneath the mitral valve. Visibility with echocardiogram was not very clear at this point due to shadowing. The clip was inverted and brought back to the left atrium. A large 6 mm hole was observed in the anterior mitral leaflet, increasing the mr to grade 4. The patient underwent surgical mitral valve replacement immediately after the procedure. The patient is reportedly stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Dates removed as the mitraclip was not implanted. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot, and a review of the complaint history of the reported lot identified no similar incidents. Based on the information reviewed it is likely that the clip became caught on the leaflet due to a combination of difficulties with visualization and fragile leaflet anatomy. The reported tissue damage was a result of procedural conditions due to the interaction with the clip (clip created a hole in the leaflet); the patient effect of unchanged mitral regurgitation was a secondary effect of the damaged leaflet. The reported delayed procedure, surgical procedure, and prolonged hospitalization were a result of case specific circumstances, as there was a reported significant impact to the patient due to a reported clinically significant delay in the procedure; the patient was transferred to surgery for a mitral valve replacement and remained hospitalized for recovery. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.